Event description:
Upon incoming inspection, items were visibly worn. No associated procedure.

Manufacturer narrative:
The reported event could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate device maintenance/handling and device useful life exceedance. The reported event occurred on 2019 and the device was manufactured on 12-jun-2008, confirming that the device has been in working order for at least than 10 years, a significant amount of time. The useful life of re-usable medical devices depends on many factors, including the method and duration of each use and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. The cleaning and sterilization guide indicates that " ''stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. [...] Before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/or corrosion.'' Therefore, this case is classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Upon incoming inspection, items were visibly worn. No associated procedure.